Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, an arthrex subsidiary employee reported via (B)(4) that when a new ar-8400obe 8-flute oval burr was attached, it was unstable. When they removed it, the blade attachment broke. They opened another new one, but it felt as if it did not have enough torque, so they gave up on using it. Another replacement was used, and the procedure was completed successfully with no patient harm. Additional information was received on 12-feb-2026. The rep advised that they do not know what procedure was performed. They advised that all broken fragments were retrieved, and no dualwave outflow tubing was used. The rep then stated they did not know if there was an uninterrupted flow of irrigation through the device during its use, and they did not know if any shaver consoles or handpieces were used with the attachment.